Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Manufacturer narrative:
This device is used for treatment, not diagnosis.

Event description:
Pt with skull defect underwent a cranioplasty with a pt specific implant, matrixneuro plates x 4 and matrixneuro screws x 8 on (B)(6) 2011. Pt contracted meningitis status post and was treated with antibiotics. Implant was removed (B)(6) 2011. Surgeon plans to revise pt with another implant. Plate and screws were discarded by the hospital. This is the 8th of 13 reports submitted on this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Sterilization validation documentation, decision finding protocols, dfps, was reviewed and demonstrated that each of the part numbers included within this complaint had been evaluated for sterilization. The sterilization parameters are consistent with synthes current ifus, and the supporting validations demonstrate that a sterility assurance level, sal, of 10-6 is achievable when the ifus are employed.